Event description:
It was reported that a user of the ilet experienced high glucose with device alerts during a supply change, and a confirmatory fingerstick measured 535 mg/dl while the user reported headache and mental fog. Symptoms included hyperglycemia with associated neurologic symptoms such as headache and cognitive fog. Outcomes included user troubleshooting and education performed remotely, with no report of hospitalization. Investigation included case review and guided troubleshooting addressing infusion sites and supplies. Investigation of this case revealed an unclear cause of hyperglycemia, with no confirmed device malfunction identified during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.